Event description:
It was reported that the customer had high blood glucose. The blood glucose reading was 30mmol/l. Two hours later, the mother called and stated that the customer blood glucose went down to 2.3mmol/l. The mother stated that the blood glucose was treated with food. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.